Manufacturer narrative:
(B)(4). The customer sent the patient sample to siemens healthcare diagnostics for further testing. The patient sample was tested by lc/ms and the result was 65 ng/ml.

Manufacturer narrative:
The cause for the discordant vitamin d total results is unknown. The calibration and qc were acceptable. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant high advia centaur xp vitamin d total result was obtained for a patient sample. The result was discordant with previous results from an alternate method. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant results.